Manufacturer narrative:
Pump passed the active current measurement, displacement test, rewind, prime/seating, basic occlusion test, force sensor test, and occlusion test. However, unit received with high sleep current. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1 board. Swapped pcba 1 board with a test board and sleep current measurement passed. Pump successfully downloaded traces and history file using thump. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 12/02/2024 04:04:00, 11/22/2024 08:47:00, and on 11/13/2024 19:29:00. No unexpected low battery alerts listed in the pump trace download. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and corroded battery tube. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss and charge/battery lasts less than expected was not confirmed. However, pump received with a high sleep current measurement due to moisture damage on pcba 1. Cosmetic damage battery compartment was not confirmed, however, other cosmetic damage confirmed where scratched case, pillowing keypad overlay, and corroded battery tube was noted. Unit received with no battery cap, therefore unable to determine if battery cap is cracked/damaged. Unit received was properly tested using a test battery cap. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to the pump, battery cap damaged, power loss alarm. The customer reported blood glucose value of 530 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-332a, mmt-398a, mmt-1880l. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported receiving a power loss alarm. Customer was able to clear alarm and complete the rewind process if requested. Pump was recently stored or without a battery for more than 10 minutes. Customer has not been using the insulin pump system within 48hrs of reported high blood glucose event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-398a. Mmt-1880l was requested and customer response was the device will be returned. The customer will discontinue using the device.